Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the pfna (proximal femoral nail antirotation) blade blocked in the impactor. The impactor and the pfna blade were sticking together. It was impossible to remove causing the breakage of the aiming arm and the protection sleeve due to overstraining. Another lfn (lateral femoral nail) was used for implantation. An undefined surgical delay was reported as a surgical delay (x4). This report is for 3 of 4 complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional narrative: the manufacturing evaluation reports, the relevant dimensions can not be verified anymore as just the half aiming arm was sent back for evaluation. Therefore this evaluation is indeterminate from a manufacturing standpoint. It is still possible to assemble the locking mechanism and the mechanism is functional with the also received sleeve and nut, even these devices are also badly damaged. There are clearly visible signs of misuse at the top of the arm at the initial fracture zone, where the fracture started. The support plate of the locking mechanism has marks of heavy hammer blows and one of the four pins is extremely deformed. Based on these findings and the complaint description it can be concluded that this aiming arm was exposed to destructive forces, which finally did lead to the breakage of the aiming arm. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.